Manufacturer narrative:
Method - photos, jig review. Results - photos evaluation/jig review shows the jig design unremarkable. Performed according to work instructions. Conclusions - based on report the tibia was cut with too much anterior slope. Likely cause was due to aggressive removal of anterior tibial osteophytes allowing the guide to settle.

Event description:
Tibia had to be recut due to extreme alignment. Planned for a 5/6 and used a 5/6 but needed a 19mm liner.